Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that this is a duplicate report and was written in error. Please disregard initial reporting.